Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported on 12/04/2012, that a physician performed a novasure endometrial ablation on (B)(6) 2009. On (B)(6) 2009, the patient exhibited a fever of 104 degree fahrenheit, chills and vaginal discharge. Blood work was not drawn, so confirmation of an organism was not identified. The patient received antibiotics. The patient's symptoms resolved and the patient is currently "doing well."